Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the pin in the middle of the power socket the isolation was broken and the clinical specialist stated that the controller had a damaged pin. There was no reported patient injury as a result of this event. The controller ((B)(4)) was not returned to the manufacturer for evaluation, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. An image of the controller and a power source connector was provided and no damage was observed; however, only one power source connector was photographed. A possible root cause of the reported "poor mechanical connection" may be attributed to a damaged power source connector likely due to a combination of improper handling, material durability and assembly interferences. The manufacturer has opened an internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the socket isolation around the pin in the middle of the power connector was broken as well as a bent pins. A controller exchange was performed. The device was removed from service and the patient was issued a replacement device. The device was disposed of by the hospital and was not returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.